Event description:
It was reported that the top part of the pump touch screen was black. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.